Manufacturer narrative:
Other femorals from the same lot were found to have two distal pegs assembled to them, which does not meet design specifications. Decision was made to recall based on internal investigation results. (B)(4). The user facility was notified of the event on (B)(6) 2011. To date, a response has not been received from the user facility. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA. (B)(4).

Event description:
It was reported that patient underwent total knee arthroplasty on (B)(6) 2011. During the procedure, the surgeon opened the femoral component and discovered that pegs had already been installed. The femoral with attached pegs was used to complete the procedure with no injury to the patient or delay to the procedure.